Event description:
This report was received from global pharmacovigilance (gpv) and is a report from (B)(6) of sclerosing encapsulating peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis. On an unknown date, dialysis therapy was switched to hemodialysis. Dianeal was rendered after that for peritoneal lavage. On an unreported date, the patient was hospitalized twice for diarrhea. On an unreported date, the patient developed an ileus. Unspecified steroid treatment and total parenteral nutrition (tpn) were rendered and improved the event. On an unknown date, the peritoneal dialysis catheter was removed. After that, the patient sometimes experienced ileus. On an unreported date, the patient experienced sclerosing encapsulating peritonitis. The cause of peritonitis was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.